Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray 2-2 was not closing, which was also causing other mini engines to malfunction. A field service engineer unplugged the single-wide mini engine 2-2, which allowed further testing and recovery of the other mini drawer trays. Retrieved a spare single-wide control unit from the vehicle, swapped the mini engines, and reconnected the unit. The customer was then able to recover and test the trays using the main application, and all trays functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.